Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the customer's blood glucose 126 mg/dl at breakfast then by 11:37 am the pdm read high (>500 mg/dl). The pod was changed immediately. When the pod was removed, it was noticed that the cannula was bent.